Event description:
The customer reported that on (B)(6) 2011 a coulter lh 750 hematology analyzer leaked clear fluid from underneath the analyzer. The healthcare workers interfacing with the machine were wearing personal protective equipment, which included laboratory coats and gloves, at the time of occurrence there was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available at the facility.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) determined that there was a hole in the tubing leading to the slide makers. The tubing was replaced. The fse verified the instrument repair per established procedures and results meet published performance specifications. The instrument was returned into service. The root cause is attributed to a hole in the tubing used for backwashing the sample reservoir lines leading to the slidemaker.